Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while their continuous glucose monitor sensor had expired and they had disconnected from the ilet, after which assistance was provided to pair and connect a new freestyle libre 3 plus sensor and the sensor was warming up. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention and no outside assistance. Investigation included troubleshooting and education with the user. Investigation of this case revealed that the event was associated with an expired libre 3 plus sensor and subsequent reconnection to the ilet. It was concluded that the device functioned as designed once the new sensor was paired and that no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.